Event description:
It was reported that during a prostate cryoablation procedure, frost was observed on the shaft of an icesphere needle during both freeze cycles. A warm glove was used to protect the patients skin. The physician determined the procedure was successful. No patient injury was reported.